Event description:
A malfunction alarm with code "malf 16" was reported, and the issue did not cause an adverse impact to the customer's blood glucose level. Tandem technical support was informed, and the customer was advised that the pump needed replacement. The customer was instructed to revert to multiple daily injections (mdi) as a backup therapy, and a replacement pump was arranged. Instructions for storage and returning the faulty pump to tandem using a pre-paid label were provided, ensuring insulin delivery would not be interrupted.